Event description:
The patient had and exeter trident mdm insitu which had dislocated. The surgeon unsuccessfully attempted a closed reduction. He proceeded to an open reduction of the hip and found that the x3 mdm insert had disengaged from the 28mm v40 head. He then requested new identical implants, after tightening the press until the head was fully lodged into the insert and mobile he impacted it on the existing trunnion and reduced the hip. After the operation the surgeon stated that the patient had fallen over 3 days prior ((B)(6) 2020) but was fine until she felt it dislocate ((B)(6) 2020). Patients hip dislocated 7 weeks post op

Manufacturer narrative:
Reported event an event regarding disassociation involving a adm liner was reported. The event was not confirmed. Method & results -product evaluation and results: visual inspection: visual inspection of the returned device noted the following: the device was returned in used condition. Damage was observed near the surface that mates with the femoral head. No other notable observations were made. Dimensional inspection: dimensional inspection was not performed because the event does not relate to device dimensions functional inspection: functional inspection was not performed because the event does not relate to device function ma: material analysis is not performed as disassociation is not related to material integrity issue. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had and exeter trident mdm insitu which had dislocated. The surgeon unsuccessfully attempted a closed reduction. He proceeded to an open reduction of the hip and found that the x3 mdm insert had disengaged from the 28mm v40 head. He then requested new identical implants, after tightening the press until the head was fully lodged into the insert and mobile he impacted it on the existing trunnion and reduced the hip. After the operation the surgeon stated that the patient had fallen over 3 days prior ((B)(6) 2020) but was fine until she felt it dislocate ((B)(6) 2020). Patients hip dislocated 7 weeks post op.